Manufacturer narrative:
(B)(4). The complaint sample was not returned. Aspen surgical, the manufacturing site reported: "product was purchased on an unknown order number from symmetry surgical to teleflex. Customer was using bovie/teleflex needle electrode 809337 with unknown lot number with coviden pencil e2515h. Customer stated the electrode was inserted into medtronic/coviden handpiece; however, electrode shaft had exposed metal when inserted. Customer stated handpiece had more room to accept more length of the shaft of the electrode, but it was not noticed until after the injury occurred that the electrode should have been pushed in further. Complaint confirmed through conversation with customer. Medtronic has this logged this complaint in their system. Review of product details of coviden handpiece part number e2515h was able to be completed by medtronic team to confirm that the electrode used in this procedure is compatible with the handpiece used in this procedure. Reference attached email "confirmation of root cause from medtronic - user error. Root cause was that the product electrode was not fully inserted into the handpiece by the end user. The exposed shaft of the electrode allowed by the end user let the electricity flow through the stem of the electrode into the patient rather than through the return electrode. Device is not able to be returned. Pictures of the device were not able to be received. Pictures of the burn site were not able to be received." Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that the "bovie tip had a hole in the insulation, and caused a burn to the patient's skin. Bovie tip removed from field and replaced. Wound debrided and covered with petrolatum jelly". The patient status is reported as "fine".

Event description:
It was reported that the "bovie tip had a hole in the insulation, and caused a burn to the patient's skin. Bovie tip removed from field and replaced. Wound debrided and covered with petrolatum jelly". The patient status is reported as "fine".

Manufacturer narrative:
(B)(4).